Event description:
It was reported that the lead was fractured. During explant, the suture sleeve separated from the lead body and remained in the patient. Later, it was discovered and removed surgically.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.